Event description:
A registered nurse on the medical unit reported the pump changed the rate on its own. Details of the event were reported as follows: a levofed infusion was set up at 8:30am for adult profile, 4 mg dose in 250 ml. At 8:40am, the rate was 45 ml/hr, or 12 mcg/min. The registered nurse noticed the pump decreased the rate on its own to 37.5 ml/hr at 8:47am. The infusion was discontinued at 8:50 am. No further patient or event details were provided. There was no report of patient harm or medical intervention.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The administration set was not saved. The customer requested an event log review. Events logs and data set have been received but the evaluation is pending. A follow up report will be submitted once the evaluation is completed.